Event description:
It was reported that the video system center had an issue where the video connector was not working. The black port on the left side, where the video connector is inserted was not functioning. The issue was found during the inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.